Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient was not feeling the stimulation. Patient mentioned that they had a surgery yesterday and they had to turn off the ins. Patient mentioned that when they tried to turn it on yesterday after surgery that they can't feel the stimulation. Agent had the patient connect to the ins and was able to confirm that the therapy was on however patient can't feel the stimulation at 0.3ma. Patient also mentioned that they were incontinent this morning. Patient then did increase the stimulation to where they can feel it and comfortable. Agent reviewed stimulation expectations. Patient will maintain current stimulation and monitor symptoms. Redirected to hcp if symptoms persist.